Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure location of device: uterus,") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("perforation (uterus)/migration of essure location of device: uterus"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain/abdomen pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/urinary tract/vaginal) type: uti"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping),") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral, oophorectomy (bilateral, vaginal cuff repair). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, fatigue, dyspareunia and dysmenorrhoea outcome was unknown, the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower was resolving and the migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: yes- hsg. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: essure abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, infection (bladder/urinary tract/vaginal) type: uti ¿ bladder, migration of essure location of device: uterus, fatigue, dyspareunia, dysmenorrhea (cramping), pain, perforation (uterus) were added, outcome of the events were updated. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.